Event description:
It was reported that they are getting symmetrical line artifacts in the images, causing the patient to be re-exposed. It was determined that the array needed to be replaced after this was done the lines came back and the grid was replaced. Once these were replaced, the unit is working as intended.